Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the physician considered that the char was excessive as observed the char profusely. The thermocool smarttouch sf catheter repeatedly occurs char on the distal tip. Therefore, the physician had removed the char. However, they encountered the same problem and the ablation was stopped. Did not have option, they had to offer new catheter by physician's request. No patient consequence. Additional information was received on 14-jul-2025. The char was located on the tip electrode. The system did not present any error message. They observed an impedance alert from the smart ablate generator (sma). Threshold was 35w. No issues related to temperature and flow on the catheter. Could not remember very well the temperature, impedance, and power. However, the temperature and power were normal, but the impedance was high. Act level stayed 290-380. The patient was under control of anticoagulation. The physician considered that the char was excessive. It was observed the char profusely. The physician did not consider the amount of char observed caused a potential risk to this patient. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The average contact force was about 10-30 ranges. The irrigation rate was not used outside of those prescribed. Used heparinized normal saline. This event was originally considered non-reportable, however, bwi became aware on 14-jul-2025 that the physician considered that the char was excessive as observed the char profusely and have reassessed the event as reportable. The awareness date for this record is 14-jul-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the physician considered that the char was excessive as observed the char profusely. The device evaluation was completed on 25-aug-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to the photo received from the decontamination center, an excessive amount of char was observed covering the dome; however, during the visual inspection no excessive char formation was identified on the upper surface of the dome. Instead, char residues was observed located at the bottom of the dome in the transition between the dome and the first ring but not excessively. The loss of char residues could be related to the decontamination process; however, this cannot be conclusively determined. Furthermore, a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. Then, a temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Recheck the irrigation system prior to restarting the rf application. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. In the other hand, flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Increase the irrigation to the high flow rate starting up to 5 seconds before the onset of rf energy delivery and maintain the high flow rate until 5 seconds after termination of the rf energy application. For power levels up to 30 w, a high flow rate of 8 ml/min should be used. For power levels between 31 w and 45 w a high flow rate of 15 ml/min should be used. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).